Event description:
It was reported that one of the percutaneous leads migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7094818.